Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a severely calcified and mildly tortuous lesion. The 10mm x 3.5mm wolverine coronary cutting balloon ruptured at twelve atmospheres. The procedure was successfully completed with a different device without further issue or patient injury.